Event description:
It was reported that during the procedure, when the j-guidewire was removed from the anatomy, the copilot bleedback control valve began to show air bubbles when applying positive pressure. The valve was tightened again but the issue continued. No air entered the patient. A new copilot was used without further issue. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As the device was not returned for analysis, the investigation was unable to determine a conclusive cause for the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.